Manufacturer narrative:
The insulin pump was not received stuck in the manufacturing mode. The inulin pump was received with operating currents within spec and passed self test and displacement test. The power management tool confirmed pump error alarms were triggered when backup battery loaded voltage was less that 3.5v for 4 consecutive hours due to resistance issue at connector. The insulin pump also alarmed power loss, low battery and replace battery now alarms due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector the pump functioned properly. The insulin pump was received with fading serial number label. The insulin pump was received with cracked keypad overlay at select button. The insulin pump was received with minor scratched display window, case and keypad overlay.

Event description:
The customer reported via phone call the insulin pump alarmed unexpected power error. The customer¿s blood glucose level was unknown at the time of the incident. The customer states the batteries have to be replaced frequently. The insulin pump is being replaced and is expected to return for analysis.